Event description:
It was reported that the first clip was not loaded into the jaws properly during a gastric operation. Therefore, a new unit was used instead. However, the third clip of the new unit also was not loaded into the jaws properly. Therefore, the user used a normal applier to complete the operation. No clips fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip out of position. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears were broken. The first clip was unable to load properly. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and stack on one another in the channel. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and the first clip out of position. Upon functional inspection, the clip was unable to load properly. The ratchet ears were found broken, which prevented the clips from loading properly. The broken ratchet caused the clips to become out of position and stack on one another. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1900683 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was not loaded into the jaws properly during a gastric operation. Therefore, a new unit was used instead. However, the third clip of the new unit also was not loaded into the jaws properly. Therefore, the user used a normal applier to complete the operation. No clips fell/remained in the patient.